Manufacturer narrative:
Pump received with a constant pump error 37 alarm during the rewind test due to corroded motor home switch. Unable to verify pump error 130 alarm due to pump error 37 alarm.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer was performed displacement test, however first time it was passed but second time it was failed. The insulin pump will be returned for analysis.